Event description:
The customer reported that the battery needs to be replaced. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.